Manufacturer narrative:
(B)(4). Batch #: t5d19u. Additional information was requested and the following was obtained: please note that per the IFU, the device may only be fired once. What were the indications for surgery? No further information is available. Did the patient receive any preoperative chemotherapy or radiation? No further information is available. What is the resident¿s experience with the device? The resident had a experience in using cdh devices. He had a training another hospital, and it passed 3 or 5 years since his graduation. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Was the device difficult to close? No further information is available. Did the healthcare professional receive audible & tactile feedback when firing the device? No further information is available. Were the donuts inspected? If so, please describe. No further information is available. Can further information be provided on the shape of the staples and specific locations of the improperly formed staples along the circular anastomosis? No further information is available. How long was the procedure time extended? No further information is available. What is the current status of the patient? The patient is in hospital as of 22nd nov. No further information will be provided. Photo evaluation summary: upon visual inspection of one photo, the following was observed: the photo shows an ils 25 device from top view with the anvil detached and the washer can be seen cut. Based on the photo alone the event described cannot be confirmed. Device evaluation summary: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic super low anterior resection, the firing handle was grasped firmly but the washer was uncut when a resident fired the device. The device was used on the rectum. Then, the surgeon who had experience in using cdh devices grasped the firing handle again, and the washer was cut. But it was found that most of the staples were unformed. Additional hand suture was performed through the anus to complete the case. The surgeon performed transanal suturing, so the patient did not need a stoma. The surgeon did not leak test, but he confirmed the anastomosis leakage visually. The patient diagnosed sural compartment syndrome after the operation and a plastic surgeon made a incision on 21st nov. The patient is in hospital now. The surgeon said that one of the cause of compartment syndrome is surgical time extension. It is suggested the complication is related ils. The surgeon who has enough experience to use the device performed first firing, but the washer was not cut. He changed to another doctor. He hold on again and again and was able to finish the firing. Actually, the washer was cut completely, but there was malformed stapling around the whole anastomosis.